Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# unknown implanted: explanted: product type catheter product ID 8780 lot# serial# unknown implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity. It was reported that the pump system was explanted due to an infection. The symptoms presented were skin erythema, induration, and pain. The patient was taken to the or for removal - culture obtained and was negative. The issue was resolved and the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.